Event description:
It was reported that the patient's faulty lead was replaced. The explanted lead has not been received by the manufacturer to date. No details were provided on why the lead was reported to be "faulty" but for now it is assumed to be related to a high impedance event. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No other relevant information has been received to date.

Event description:
Lead analysis was completed. An abraded opening was noted on the outer silicone tubing. The lead assembly had what appear to have once been body fluids inside the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing abraded opening. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.

Event description:
The explanted lead was received for analysis but product analysis has not been completed to date. No other relevant information has been received to date.